Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic experiencing diaphragmatic stimulation from the right ventricular lead. The diaphragmatic stimulation could not be programmed around. Attempts to reposition the lead were unsuccessful and the lead was explanted and replaced. There were no further complications and patient was doing fine post procedure.